Event description:
Patient presented to the physician with swelling and drainage at the chest incision site. Physician examined the area where hyperaemia was observed. Physician prescribed antibiotics. Patient presented back to the physician with continued drainage and wound dehiscence at the chest incision site, exposing the ipg. Culture was taken and returned positive for staph infection. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.